Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11j17035 and h11i09041. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of infected catheter, peritonitis, and pancreatitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient was withdrawn from dianeal therapy. On (B)(6) 2012, the patient was hospitalized for infected catheter and peritonitis. It was unknown whether a peritoneal effluent culture was performed. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was hospitalized for pancreatitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment rendered for the events was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 2 of 5 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.